Event description:
Per the clinic, the patient experienced a partial migration of the electrode array out of the cochlea. The patient underwent a revision surgery (date not reported), to reinsert the electrode array into the cochlea.

Manufacturer narrative:
(B)(4). Implanted device remains.